Manufacturer narrative:
A united states (us) customer reported observation of two (2) discordant falsely depressed sodium (na) results were obtained compared to repeat testing on a dimension exl 200 instrument. The initial MDR (B)(4) was filed on 20-feb-2024. Additional information (22-feb-2024): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the instrument data logs, calibration data and the information provided by the customer. Reagent and instrument issues were ruled out based on qc recovery within acceptable ranges, sample results were repeatable, and no issues were reported with other patient samples. Based on the available information, the cause of the discordant results was unable to be determined. A product problem has not been identified. The customer performed general maintenance for the imt system which were considered as a part of normal troubleshooting/maintenance for issues of this nature. The customer is operational. Investigation findings and investigation conclusions codes were updated.

Event description:
Two (2) discordant falsely depressed sodium (na) results were obtained on a dimension exl 200 instrument.the initial falsely depressed results were not reported to the physician. The same samples were reprocessed on the same instrument and higher results were obtained. The higher results were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na results.

Manufacturer narrative:
A united states (us) customer reported observation of two (2) discordant falsely depressed sodium (na) results were obtained compared to repeat testing on a dimension exl 200 instrument. Siemens is investigating the issue.